Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet switch recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed to indicate the auxiliary common gas outlet was on when the dial was turned off, preventing mechanical ventilation, during pre-use checkout. There was no report of patient involvement.